Event description:
During the lead exchange procedure on (B)(6) 2025, the connector was bent during the procedure. The connector was bent when the screw was extending during the second attempt to change the position. The procedure was completed with another vega r45 lead.

Manufacturer narrative:
Summary of the investigation: the manufacturing process of the lead was re-investigated, and all production steps and tests were performed according to all applicable procedures. Upon receipt of the returned lead, visual inspection confirmed the reported bending of the connector pin. Additionally, marks consistent with manipulation were observed on the connector surface. Closer inspection revealed the correct presence of welding dots at the connector level (on the inner pin and the outer pin). Given the stringent quality controls in place to prevent distribution of products with such damage¿and considering that the final product inspection did not detect this issue, it is suspected that the connector pin damage occurred inadvertently during the implantation procedure. Specifically, the damage may have resulted from abrupt movement or excessive force applied during the clamping or unclamping of the butterfly tool to/from the connector. In this instance, a sudden movement may have completely detached the connector pin from the lead which aligns with the reported d observation indicating that the butterfly tool may not have been fully opened before being clamped onto the connector pin. To prevent such mechanical damage, the physician¿s manual provides specific instructions for the proper detachment of the butterfly tool from the connector pin. The relevant guidance is as follows: the results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during an implantation attempt, the connector was bent when the screw was extended during the second attempt to change the position of the lead. The procedure was completed with another vega r45 lead.